Event description:
The customer alleged that he performed a control test using his contour system and received a result of 400 mg/dl. A normal control range was not provided, but should be around 104-143 mg/dl. No adverse events were alleged. The customer declined to troubleshoot or return the test strips for evaluation.